Manufacturer narrative:
(B)(4). Evaluation summary: the home choice device was returned to the product analysis lab (pal) for evaluation of the reported issue of the device being found smoking. The device was received inoperative (and made operative for log downloading by replacing the power entry module) and device logs were downloaded. The device failed return instrument test / evaluation (rite) functional test for being received inoperative but passed rite electrical test. The reported issue of the device smoking was not confirmed by review of device logs nor duplicated in the pal during evaluation. An additional issue of no power was encountered during this evaluation. The assignable cause for the reported issue of the device found smoking was determined to be an overheating power entry module. The assignable cause for the additional issue of no power was determined to be the power entry module. The reported issue and the additional issue are related. Pal recommended scrapping the power entry module as a result of these issues. The correction of the device will be performed in service.

Event description:
A customer contacted baxter technical service center to report the home choice machine was smoking. The registered nurse (rn) stated that the home choice was found smoking and was plugged in a patient's room. The registered nurse was unable to confirm if the home choice was being used at the time. The home choice was removed from the patient's room and needed to be swapped. The technical service representative (tsr) arranged to swap the machine and the rn would program the new device. The technical service representative (tsr) discussed the use of the continuous ambulatory peritoneal dialysis (capd) for the home patient until the replacement machine arrived. There was no patient injury or medical intervention indicated at the time of the reported incident. Global field surveillance contacted the rn in 2009. Per the rn, she stated that the patient was not connected at the time the home choice was smoking, but was in the room with it. No patient injury occurred and no medical intervention was needed.